Event description:
The customer reported that a xhibit central station (xcs) was powering itself off after thirty minutes. A spacelabs healthcare field service engineer contacted the customer, a biomedical engineer, to assist with troubleshooting. The biomed found a broken heat sink and a faulty power supply assembly. The biomed replaced the faulty power supply, heat sink, and heat sink fan. After repair, it was found that the device would not boot up. A field service engineer was dispatched for additional investigation. The fse verified the issue and continued to reinstall the device software. After observing proper device operation, the device was returned to the customer for use.